Manufacturer narrative:
Concomitant medical products: 559445 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. Current thresholds were noted to be at the maximum programmed adaptable amplitude. The lead remains in use. No patient complications have been reported as a result of this event.